Manufacturer narrative:
Updated analysis summary by alfred santos on (B)(6) 2022 retainer ring = clear customer alleged on 07/21/2021 that her glucose level remains high after a bolus and insulin pump under delivering. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of the belt clip rail, cracked keypad overlay. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and downloaded trace/history files properly. Carelink downloads and unable to perform the displacement accuracy test not applicable due to product not available. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, insulin pump passed required testing. Unable to verify customer alleged for high blood glucose. Customer alleged for pump under delivering was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained on (B)(6) 2021 that her glucose level remains high after a bolus. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of the belt clip rail, cracked keypad overlay. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer's complaint about her glucose level remaining high after a bolus is not due to the device. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 172 mg/dl. Customer was using insulin pump before 48 hours of high blood glucose event. The customer was treated with manual injection and intravenous drip. Customer alleged that the insulin pump was under delivering. No product is expected to return for analysis.